Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 14 atm's on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified and 98% stenotic lesion in a tortuous mid lad coronary artery. The procedure was successfully completed. Pt status is reported as "good".